Event description:
It was reported during patient use, that the autopulse lifeband would not retract and therefore compressions were unable to be performed. The autopulse platform kept providing an indication to "reset" the lifeband. The customer attempted to fully extend and reset the lifeband multiple times, however the issue would not resolve. No user advisory codes were observed on the lcd display of the platform. The patient was transported to the hospital. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The customer also reported that after the incident, the platform was initially able to function properly and the lifeband was able to retract. However, later on the same issue was still recurring, even when a new lifeband was used. The autopulse platform (s/n (B)(4)) and autopulse lifeband (lot # 54066) were returned to the manufacturer for evaluation. Visual inspection of both the platform and lifeband was performed and no damages were observed. There were no anomalies observed with the lifeband which may have caused or contributed to the reported complaint of the autopulse platform not retracting the lifeband. Functional testing was performed with a large resuscitation test fixture for 30 minutes with no issues observed. The reported complaint could not be duplicated. The platform performed as intended during functional testing. Consistent with the reported information, the archive data showed multiple ua 45 (not at "home" position after power-on/re-start) codes on the reported event date of (B)(6) 2015. Since the autopulse platform is designed to display a message instructing the user to pull up the lifeband and restart the platform when a ua 45 code occurs, the reported complaint is considered confirmed based on this observation. In addition to the ua 45 codes, a single occurrence of a ua 20 (position out of range) and multiple ua 18 (max take-up revolutions exceeded) codes were also seen in the archive. Device inspection did not identify any defects or anomalies that may have caused or contributed to the observed user advisories. Load cell characterization was also performed, which confirmed that the load cells were functioning within specification. As no device issues were observed, the probable root cause of the both the ua 20 and multiple ua 45 codes has been determined to be that the lifeband straps were not pulled completely out prior to turning the device on. Based on the archive date, the ua 18 codes occurred as expected and as a result of no load change being detected on the load plate; this occurred due to no object being placed on the autopulse platform. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint was confirmed through archive review which showed multiple ua 45 codes occurring on the reported event date. A single occurrence of a ua 20 (position out of range) and multiple ua 18 (max take-up revolutions exceeded) codes were also seen in the archive. Device inspection did not identify any defects or anomalies that may have caused or contributed to the observed ua codes. As no device issues were observed, the probable root cause of the both the ua 20 and multiple ua 45 codes is the lifeband straps not pulled completely out prior to turning the device on. The ua 18 codes occurred as a result of no load change detected at the load plate due to no object on the autopulse platform. Following service, the device passed all test criteria.